Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one clip applier grip tip was broken at the distal end of the instrument. There was a piece 0.087 x 0.055 missing from one grip tip. Failure analysis concluded that damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip tip could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that one of the tips of the small clip applier instrument broke off as it was being loaded into the trocar; the blade broke off, but it did not fall into the patient. No patient harm, adverse outcome or injury was reported. The surgery was completed.